Event description:
Clinical engineering inspects our patient beds on a yearly basis. During these pm inspections we are finding welds in the area of the foot board that are failing. The foot board attaches to the frame at the foot of the bed. The beds in question are the hill-rom versacare, model p3200. Hill-rom warranties these welds for the life of the bed; however, this is a cause for concern as we are seeing several beds with failures. One of the pictures provided, which is taken from the underside of the bed, shows spot welds that have failed. Our clinical engineering group wonders why this area is not a full weld across the bottom of the bed. We are concerned because this is the end of the bed most used to move the bed around. The potential for injury may come as a staff member is pushing/pulling the bed. If this area breaks the foot board can potentially tear completely off the bed. This action might cause a person to fall resulting in injury. This report is documented from two specific beds, however weld breakage has been observed on other beds also. Clinical engineering has filed a medsun report on this issue. No injuries have been reported at this point in time.